Event description:
Hospital advised that the pump was set up to infuse 400 cc's d5ns with 20 kcl on channel a at a rate of 50 cc/hr. The 400 cc's were infused in one hour. There was no pt consequence.